Event description:
It was reported that this right atrial (ra) lead was explanted due to an unspecified infection. A new ra lead was successfully implanted. This lead was sent to pathology and is not expected to be returned. No additional patient adverse effects were reported.